Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart a cold reset was performed. Error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Pump passed the displacement accuracy test at 0.08705 inches. Pump delivered a bolus properly. No under delivery anomaly noted.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Customer¿s blood glucose was 200mg/dl, 113mg/dl, 50mg/dl, 384mg/dl,290mg/dl, 322mg/dl, 422mg/dl. The customer did not experience any symptoms such as a result of high blood glucose the customer treated with the short and long insulin pen. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did allege pump was under delivering. The insulin pump will be returned for analysis.